Manufacturer narrative:
--

Event description:
Additional information was received that induction testing was performed where a 1.1 joule shock was administed. The patient did not induce and the shock impedance measured high and out of range at 125 ohms. During the testing a code 1005 was displayed indicating an open circuit occured. Boston scientific technical services (ts) was consulted and discussed the code 1005 results from a high shocking lead impedance of greater than 145 ohms. Ts recommended replacement of the lead and evaluation of the device. At this time the device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during an office visit the nurse noted that the right ventricular (rv) lead shock impedance measurement was high and out of range at 161 ohms. Upon review of the data stored within in the device the nurse noted that the impedance measurement had been out of range at 128 ohms eight months earlier. Boston scientific technical services (ts) was consulted and suggested further testing and troubleshooting. No further information is available at this time and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The ICD was returned from an unknown source for an unknown reason two years later and underwent analysis.